Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator was inoperative. There was no patient involvement. Covidien was not authorized to service the device.